Event description:
Additional information received indicates that the physician suspected a lead fracture caused the noise oversensing. However no physical damage was noted when the lead was visualized via fluoroscopy. The rv lead was explanted and discarded. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise oversensing. Subsequently, a revision procedure was scheduled and the device and rv lead were explanted. No additional adverse patient effects were reported.

Event description:
The device was returned and analyzed. Upon receipt in our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. X-ray examination was performed. The rv header wires were found to be cracked and fractured. The cause of the noisy signals and oversensing is the rv feed thru wires which are cracked. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.